Event description:
It was reported that the spike connector cover of a uv-flash solution transfer set separated from the spike. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The outside diameter was measured and was determined to be within specification. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.